Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that they checked the original sample and found that there was a fibrin strand in the sample. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse checked the probe alignments and mixers. The cse checked the sample dilution probe (dpp) line for an obstruction and cleaned the probe. The cse replaced the dilution probe discharge pump (dop) seal and primed the system. The cse ran quality controls and patient samples, which were acceptable. During a follow-up visit, the cse replaced the sample controller pump (scp) seal as crystals were forming around the pump head. The cse reran quality controls, which were acceptable. The cause of the discordant, falsely elevated ca_2 result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated calcium (ca_2) result was obtained on one patient sample on an advia chemistry xpt instrument. The discordant result was reported to the physician(s), who questioned it. A new sample was obtained from the patient and was tested on the same instrument, resulting lower than the initial result. The customer repeated the original sample on the same instrument, also resulting lower than the initial result. The repeat results matched the clinical picture of the patient. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ca_2 result.